Event description:
Customer sent device in for repair with report of pump chamber block alarm with error code 242.4030. Service at the manufacturing facility found sticky residue on occluders consistent with a fluid ingress condition. Customer did not have any report of any patient incident with the device.

Manufacturer narrative:
(B)(4). Service level investigation determined fluid ingress contamination. The fluid ingress resulted in the occluder fingers to stick and prompting the device to alarm. The bezel and air-in-line assembly were replaced. The device was returned to the facility after passing all required service level testing. The alaris system cleaning directions for use, the list of approved cleaning products for alaris system devices and the set loading tip sheet were sent to the reporter to be distributed to the appropriate staff.